Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
The customer contact reported backflow of fluid from the secondary solution container into the primary tubing set. The secondary tubing set was being used for piggyback delivery of an unspecified solution and was connected to an unspecified primary tubing set that was delivering normal saline. It was reported that the primary solution container were lowered below the secondary solution was flowing into the primary tubing set. The secondary tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.